Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had arrived early for pump disconnection. Per reporter, the reservoir read 7 ml, but a significant amount of air had appeared in the line. Per reporter the pump had been stopped, as the presence of air had seemed considerable, and the reporter indicated the pump had not alarmed despite the visible air in the line. It was unclear if the pharmacy had underfilled the bag. No patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Customer reported the reservoir had read 7 ml; however, a significant amount of air had appeared in the line. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.